Manufacturer narrative:
MFR site evaluation: samples received 2 open racepacks. Analysis and results: there is one previous complaint of this code batch regarding other issue. OEM manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Without any closed samples, OEM cannot carry out an analysis in order to take a decision. We have checked the thread surface of the used samples received and the uniformity of the thread in the non damaged areas is correct. We can conclude that the splitting of the thread is not related to the product characteristics of composition. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusions: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Complaint states: sample 1= fraying of the suture while cutting. Sample 2= the thread is planed, because of a tube which was slid over the wire.